Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable shunt. It was reported that the patient had a brain bleed (B)(6) 2025 shortly after the placement ((B)(6) 2025) of a shunt and had to have the shunt revised. The surgeon allegedly removed the shunt, cleaned it out, and then re-implanted it. The patient now experienced seizure clusters where they strike the side of the their skull where the shunt was placed. Additional information received clarified that the patient had valve pain where they would start pummeling the valve which occurred within the context of their seizure cluster events, not always but most often and at the very beginning of the event. Then, the patient would try to dash across the house (usually used a wheelchair as they had an unstable gait). If not at home, tried to bolt. This was not their typical behavior at baseline: left arm, left leg, left foot rhythmic shaking, staring, head dropping, loss of tone - fell out of wheelchair, eyes to right, head to right <(>&<)> up towards the seizures. The seizures were generally focal seizures until recently. The patient had a history of tonic clonic seizures since birth though. They were diagnosed with frontal lobe epilepsy in 2023 and had a history of slit ventricles dating back to 2016. There were allegations that the nurses had a habit of withholding (or giving late) the patient¿s antiseizure and antiepileptic medication leading to the patient having seizures. There were additional allegations regarding the doctor not remembering the patient, and it caused an enormous quagmire after the patient's sodium dropped dangerously low because the doctor adjusted the patient's oxcarb without addressing/ adjusting their buffered salt tabs and the emergency nurses gave the patient a copious amount of fluids one night in the emergency room ((B)(6) 2025) causing the patient to be hospitalized. This was the second time an error had occurred at the hospital regarding the patient's sodium. In (B)(6) 2025, the patient had several small subdural hematomas. The patient was screaming worst headache of their life labor day weekend 2025. The following friday, the doctor adjusted the valve from 1.5 to 2 and then again from 2.0 to 2.5 on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.